Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported PICC inserted on (B)(6) 2024. PICC flushed and found to be fractured externally at 7cm. PICC trimmed to 48cm and placed at 8cm to skin. Anchored with 4fr securacath. No harm has come to patient. No other information was provided.